Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the articular surface could not be implanted normally during knee arthroplasty due to dorsal deformation resulting in a thirty-five (35) minute delay. The procedure was completed with another device. Attempts have been made for additional information and no additional information is currently available.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed. The returned articular surface showed that the dovetail feature was flared and compressed. The device history records were reviewed and no discrepancies were identified. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in lps-flex fixed bearing knee surgical technique. The root cause is attributed to use(r) error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.